Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information (lot number provided by the customer was not a valid lot number - 239528). Source: phone.

Event description:
Customer reporting 4 false negative sars results. Customer states they were positive by another rapid antigen test (timeframe between testing is unknown). Report 2 of 4.